Event description:
It was reported by service report that the siderail was reported to have sharp edges. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Exposed sharp edges on the broken siderail assembly.